Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not be determined that this device performed as described in the field action. (B)(4).

Event description:
It was reported it was presumed the patient developed an infection and "the leads likely needed to be removed." The patient was placed on antibiotics. It was also reported the device displayed non-critical memory disruption. The status of the device and leads is not known at this time. Additional follow-up information was requested and not received. No further patient complications have been reported as a result of this event.